Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top piece of tampon was missing, retained- vagina [foreign body in reproductive tract]. Top piece of tampon missing [device breakage]. Pulled out tampon and noticed top piece was missing [complication of device removal]. Case description: consumer reports via e-mail that top piece of tampon was missing. No serious injury reported.

Event description:
Top piece of tampon was missing, retained- vagina [foreign body in reproductive tract] . Top piece of tampon missing [device breakage]. Pulled out tampon and noticed top piece was missing [complication of device removal]. Case description: consumer reports via e-mail that top piece of tampon was missing. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.